Manufacturer narrative:
PMA 510k #k210476. Device evaluation. The device evaluation could not be completed as the device or photographic evidence of the echo-19 device of lot number c1905237 was not returned for evaluation. Manufacturing records. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1905237 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1905237. Instructions for use and / label. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review. An image was not returned for evaluation. Root cause review. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to the lesion being hard and this caused the needle to kink distally as detailed by the customer in the additional info stating that the reported complaint involved a kink at the patient end of the device. Another possible root cause could be attributed to the device being over torqued causing the needle to kink distally. Summary. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplement report being submitted due to the completion of the investigation on 31-aug-2023.

Event description:
During the procedure, the needle stuck inside the catheter and it was not possible to perform the puncture.

Manufacturer narrative:
PMA 510k#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.